Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the machined head was damaged. The hinge gasket was missing and the swivel was loose. The unit was out of calibration. The motor speed was unstable. The machined head, pin, hinge gasket, screws, ball plunger, lever, eccentric shaft, bearings, seals, reciprocation arm, neckpiece, swivel, control bar and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: france.

Event description:
It was reported that during maintenance, repairs were needed for damaged machined head worn screws; worn lever; corroded neckpiece; corroded motor; loose swivel. The motor speed of the device was noted to be unstable at final investigation. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.